Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the probe broke off inside the patients l4 vertebral body and was not able to be retrieved. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.